Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Device discarded by facility.

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The target lesion was located in the left anterior descending (lad) artery. The physician advanced a csi viperwire guide wire across the lesion and the oad was loaded onto it. The physician completed runs at low speed and after the final run, angiography revealed a perforation. The device was removed and a stent was deployed to resolve the perforation. The patient left the procedure in stable condition. A request for additional information was made, but was denied by the facility due to internal policies.